Event description:
The catheter was placed in 2007. The patient was being discharged on three months later. The catheter came off of the fixed board and was found to be broken. Discharge was postponed until three days later.

Manufacturer narrative:
The sample was received on 16 july 2007 and sent for decontamination. Upon completion of the investigation, a supplemental report will be submitted.